Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a microcentrifuge vial with residue and debris on the lens. Visual inspection found no damage to the lens with foreign material on the lens surface: fibre. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5 - lens explanted a replaced on (B)(6) 2023 with a same length different diopter lens and problem was resolved. All good, patient is happy. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -8.50/+1.0/142 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2022. The patient experienced refractive surprise. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.